Manufacturer narrative:
The thermogard xp ivtm console (B)(4) was evaluated at the customer site and found that the prime switch was defective. In addition, unrelated to the reported issue, waterproof cover found to be damaged and was replaced. The thermogard console is a reusable device and it has exceeded its expected service life of five years. After replacement of the prime switch and cover, the console was functionally tested and found no issue. The device passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console (B)(4).

Event description:
As reported, during the service check, customer reported prime switch is not working on thermogard xp ivtm system (B)(4). No other information was provided. No patient involvement.